Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - varying resistance/impedance: weekly pace lead impedance trend data shows a spike increase for max v.pace = 776 to 1112 ohms peak between (B)(6) 2012, then returning to 784 ohms on (B)(6) 2012. Sensing - oversensing: 28 - ventricular nst<=210 ms between (B)(6) 2012, 22:16:43 and (B)(6) 2012, 10:00:53. 5 - vf<=210 ms average v-cycle between (B)(6) 2012, 11:40:42 and (B)(6) 2012, 10:00:57. The proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay exhibited cosmetic environmental stress cracking, and the outer insulation exhibited a cosmetic depression.

Event description:
It was reported that the patient received two shocks due to oversensing on the right ventricular (rv) lead. It was also reported that the rv lead had noise and high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.